Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 7 years 1 month post implant of this pulmonary valved conduit, the device had severe stenosis and pulmonary regurgitation. The device was replaced valve-in-valve with a medtronic transcatheter pulmonary valve (tpv). No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.